Event description:
Pt was experiencing severe nausea one week prior to refill date. The pt was hospitalized for the nausea. The pump refill date will be one week sooner in the future. The pt is reported to have recovered without sequela.